Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a high out of range shock impedance measurement. Isometrics and arm movements were completed to try to reproduce the measurements with no success. There was noise on the shock channel noted. Troubleshooting recommended performing a commanded shock if out of range measurements persist. This device remains in service and will continue to be monitored. No adverse patient effects were reported.